Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a routine implant it was noted via remote transmission that the patient's atrial lead dislodged overnight. Inappropriate sensing was observed on the atrial lead. An attempt to revise the lead was made but the lead helix would not retract. The lead was capped (B)(6) 2021 and replaced. The patient was stable before, during and post procedure.